Manufacturer narrative:
This medwatch is submitted to send the initial report : product was not returned to manufacturer , no examination was performed. As reported: surgeon want to implant and position the implant in the disc space on inserter. Rep & tech confirmed appropriate loading. When physician went to reposition and adjust the angle of implant, it disassembled on plate stayed on peek inserter. The second plate and core disassembled. The disc space was under slight distraction prior to insertion of the implant. No more distraction was needed to put implant into the disc space. Surgeon did not encounter resistance while inserting prosthesis. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, it is assessed that the event is due to surgeon mishandling while repositioning the device. Indeed, as described , when the surgeon was trying to pull the implant back and adjust the angle of implant, the implant disassembled. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques, and did not apply a new distraction before trying to reposition the device . As indicated in st : if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ. The investigation found no evidence to indicate a device issue. If the product was received by the manufacturer and it's examination add a value or impact this conclusion, a supplemental report will be filed accordingly.

Event description:
Mobi-c p&f us: disassembly during repositioning. It was reported during a mobi-c surgery : surgeon want to implant and position the implant in the disc space on inserter. Representative & technician confirmed appropriate loading of the prothesis on the inserter. When physician went to reposition and adjust the angle of implant, it disassembled on plate stayed on peek inserter. The second plate and core disassembled. The disc space was under slight distraction prior to insertion of the implant. No more distraction was needed to put implant into the disc space. Surgeon did not encounter resistance while inserting prosthesis. No injury to patient reported.